Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) channel. The impedances have been out of range since the device implant and were noted to have increased at a recent follow-up. All other parameters were stable but some noise was observed on the right atrial (ra) channel. Boston scientific technical services reviewed the device data and discussed troubleshooting recommendations. The physician has elected to continue monitoring the system. The ra lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.